Event description:
Pt follow up in md office. Observed broken screws in distal portion of right variax distal radius plate

Manufacturer narrative:
Evaluation summary: based on the received x-ray the reported event that the screws were broken could be confirmed. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. The root cause of the reported event could not be determined as the reported device was not returned for evaluation and the received x-ray has poor image quality and resolution. If any further information is provided, the investigation report will be updated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event.

Event description:
Pt follow up in md office. Observed broken screws in distal portion of right variax distal radius plate.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.